Event description:
The dental implant fx3612swc was removed on (B)(6) 2020 due to failure to osseointegrate 1 month and 27 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the surgery. The doctor noted local infection during explantation. The patient has recovered without complications.